Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of five devices. The visual inspection of the returned products noted; the circular seals were cut. The envelope seals and cannulas appeared intact. Only four obturators were received. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. The file will be closed as sharp contact. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, about four hours after starting the operation, a strange sound was heard from the 5 mm trocar. An hour after that, the 12 mm trocar made a strange sound as well. All trocars were replaced. The surgical time was not extended. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.